Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported that they have been having issues charging their implant. Caller stated that the controller will light up like it's going to work, but it never finds the stimulator. Caller added that after about a minute of being on the controller, the screen will go black and won't come back on. Caller also mentioned that the recharger cord becomes very hot. The issue was not resolved. A request was sent to repair to replace the recharger. No symptoms were reported.